Event description:
The account alleged the bed had unintentional movement. No injury reported. He found the head up /knee up rose unintentionally when the bed was plugged in to ac power.

Manufacturer narrative:
The account isolated the right ucm and it stopped the unintentional movement. Repairs have not been completed.